Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer, field service engineer performed and signed service installation record. System meets specification as per service installation record. During onsite visit the field service engineer replaced the laser head. Field service engineer performed system verification as per service installation record. The replaced part is expected to be returned to company for evaluation but has not yet arrived. There was no harm to the patient, as the reported treatment could be completed without any problems. Without the replaced part no root cause analysis is possible. Root cause could not be determined conclusively. Most possible root cause is a faulty laser head. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that an argon fluorides leak was so mild there is no hard report for any patient in the unknown eye and the timing was unknown.